Event description:
Dealer states the unit was allegedly running hot and the end user is claiming the unit allegedly melted part of the linoleum floor. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5lx, serial number/date code (B)(4) is approximately 9 years old. The user manual part number 1118353 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) - device evaluation completed. Condition of return: the unit appear to be used and in poor condition. Result analysis: visual: the concentrator has 40,961 hours showing on the hour meter. A caster guard was broken. The access door was not assembled. There were scuff marks on the cabinet. The hepa filter was missing and the inside of the unit was very dirty. The tubing was contaminated with a brown, nicotine like substance. The compressor was dislodged from its mounting location and the compressor bracket screw was pulled out from the sound box. Functional: a hepa filter was installed and the concentrator was powered on. The flowmeter was set at 5lpm and the unit was allowed to operate normally for approximately 2 hours. The concentrator produced o2 = 95.2% and the unit was no warmer than expected during operation. Conclusion: the concentrator performed as designed; the complaint could not be duplicated.

Event description:
Dealer states the unit was allegedly running hot and the end user is claiming the unit allegedly melted part of the linoleum floor. No injury is alleged.

Manufacturer narrative:
RMA 859810127-l has been initiated for this issue. Model irc5lx, serial number/date code (B)(4) is approximately 9 years old. The user manual part number 1118353 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.